Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed error hwbat on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a an error icon display was confirmed. The root cause was determined to be a defective receiver battery.